Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13a04047, h13b07048, h13d08067, and h13d30020. No issues were noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 4 of 4 involved in this event. This is a report of a patient who experienced. On the same day, the patient was admitted to the hospital for the peritonitis. However, the treatment information was not reported. The patient recovered from the peritonitis and was discharged from the hospital, seven days later. No additional information is available at this time.